Manufacturer narrative:
Conclusion: the instrument was returned with the cannula accessory still attached. Engineering eval observed that no pieces were missing from the instrument proximal clevis, however, the distal end of the main tube had material removed. Engineering also noticed that the cannula accessory was visibly dented at the distal end. This discovery leads engineering to conclude that the dented cannula accessory removed material from the main tube of the instrument during use. The report notes indicate that the instrument fragments were successfully retrieived.